Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for high, out of range hv lead impedance. The physician elected to cap and replace the lead on (B)(6) 2016. The patient received no adverse events.